Event description:
Patient was on a pca pump. The machine and patient were checked for the effectiveness of pain control. Pain level was a 3/10. Four hours later a repeat check was done of the patient which was again reported as a 3/10. The machine showed some malfunctioning of the recording and the supervisor instructed to change the machine.